Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high defibrillation thresholds (dft) during implant. All leads were disconnected from the implantable cardioverter defibrillator (ICD) in order to reposition the lead. Upon reinsertion, it was found that the wrench would not engage with the left ventricular port setscrew. Removing the wrench found the set screw to be attached to the wrench. The screw was able to be reinserted but the physician was not comfortable due to potential stripping of the setscrew. The attempted rv lead was withdrawn and replaced due to subsequent high dft and a new ICD and wrench were used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.